Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have possible premature depletion. It was also reported that the device showed elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.